Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a (B)(4). We made a visual inspection of the instrument. Here we found a bent tunneling tube. Additionally we made a visual inspection of the broken tip. Here we found visible damage. The broken off ending of the tip hints at signs of a bending fracture. We made a visual inspection of the plastic filament. The broken ending of the plastic filament shows signs of a bending fracture too. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume the bent tunneling tube was adapted to the patient's anatomy according to the instructions for use. The fracture surface exhibits signs of a bending due to overload. The surface of the tip of the traction fiber exhibits signs of an improper handling. There is the possibility that the tip tilted and broke off. A material defect can be excluded. According to the instructions for use the following warning must be observed: "-insert and withdraw the tunneling instrument carefully. -adapt the tube of the tunneling instrument to the patient's anatomy." No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the white tip of the device broke off and was under the skin of the patient. The tip was removed with no injury to the patient. There was also no surgical delay.